Event description:
It was reported that the subject device not capturing images. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g6, h2, h3, h4, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device was not sent back to olympus for further evaluation and repair. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.